Event description:
It was reported that the bd plastipak¿ sterile plastic syringe packs have poor perforation. The following was received from the initial reporter: we have noticed for some weeks that the perforation on the packaging is not always complete and that when the bundles are divided into the individual syringes, the packaging tears and the syringes are therefore no longer sterile.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: multiple samples were provided to our quality team for investigation. Some of the returned samples had been previously separated, noting there was breakage within the unit package, verifying the reported issue. The remaining samples were returned without separation. Our quality team separated the units without issue and no tearing of the package occurred. A device history review was performed for reported lot 2305747, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. While we cannot identify a direct issue, it was determined this incident likely occurred due to an issue with the blades that cut the dotted line during the packaging process, not cutting the line adequately, leading to the issue as seen in the sample provided. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ sterile plastic syringe packs have poor perforation. The following was received from the initial reporter: we have noticed for some weeks that the perforation on the packaging is not always complete and that when the bundles are divided into the individual syringes, the packaging tears and the syringes are therefore no longer sterile.